Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient is not receiving effective therapy on the left side due to high impedances. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information was received stating that the second lead was damaged during the procedure.

Manufacturer narrative:
Correction to b5.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received stating that the patient had high impedances on both leads. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the leads were explanted and replaced to address the issue.